Manufacturer narrative:
This is a follow up submission for the third product in this case. The manufacturer report number for the third product is 8022269-2012-00157. The manufacturer report number for the first, second and the fourth products are 8022269-2012-00155, 8022269-2012-00156 and 8022269-2012-00158 respectively. The date of this submission is (B)(6) 2012. This closes out this report unless additional follow up information is received.

Event description:
This spontaneous report was received on (B)(6) 2012, from a female consumer (age unspecified) reporting on self from the united states. On an unspecified date, the consumer started using ob procomfort super, for menstruation (route vaginal, lot number 1662m6420, frequency and expiration date unspecified). After an unspecified duration, she noticed that the three tampons had no strings and for another four tampons, the string broke while being removed. This report had no adverse event and the action taken with the device was unknown. This report was considered as a reportable malfunction case in the united states.

Manufacturer narrative:
This is an initial submission for the third product in this case. The manufacturer report number for the third product is 8022269-2012-00157. The manufacturer report number for the first, second and the fourth products are 8022269-2012-00155, 8022269-2012-00156 and 8022269-2012-00158 respectively. The date of this submission is (B)(4) 2012. This closes out this report unless additional follow up information is received.

Event description:
This spontaneous report was received on (B)(6) 2012, from a female consumer (age unspecified) reporting on self from the united states. On an unspecified date, the consumer started using o.b procomfort super, for menstruation (route vaginal, lot number 1662m6420, frequency and expiration date unspecified). After an unspecified duration she noticed that, the three tampons had no strings and for another four tampons the string broke while being removed. This report had no adverse event and the action taken with the device was unknown. This report was considered as a reportable malfunction case in the united states. Additional information received on (B)(6) 2012. A sample was not returned. Retain sample was visually inspected and no nonconformance or manufacturing defects related to string were observed. A review of the complaint data associated with the string issue found no adverse trends for the o.b procomfort super product family or this lot number. Based on lack of a returned sample, acceptable documentation review and absence of trend, the investigation concludes that there was no evidence to support that the device failed to meet specifications. Complaint trends would continue to be monitored. This report remains a reportable malfunction case in the united states.